Event description:
Spoke with the patient they explained that the new pump that was delivered to her on (B)(6) 2021 gave alarms at first 3 ramp ups even though, no kinks, damps in the line. Her and (B)(6) tried troubleshooting by replacing her catheter and alarm went off on the 3rd ramp up anyway. Unknown if reported product fault occurred while in use with the patient unknown if product issues caused or contributed to patient or clinical injury. Unknown if actual device available for investigation. We did replace device. Unknown if patient had backup device that they were able to switch to. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.